Manufacturer narrative:
Internal complaint reference case (B)(4).the reported device was received for evaluation. A visual evaluation showed two devices were returned together without any original packaging. The distal anchors, distal plugs, and proximal anchors were not returned for either device. Bio debris is present on both devices. Device one has no other visual defect. Device two's distal plug barrel is deformed at the tip and a foreign object has been inserted into it. There are no other visible defects. A functional evaluation of device one showed the black (1) most proximal knob will rotate and move the distal anchor/plug rod as intended. The orange (2) larger knob will rotate and move the outer barrel as intended. Device two, the black (1) most proximal knob will rotate but not move the distal anchor/plug rod forward or back. The orange (2) larger knob will rotate and move the outer barrel as intended. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause has been associated with component failure. Factors that could have contributed to the failure include excessive force on the device. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that during a procedure, when the healicoil knotless inserter wasremoved after the implantation of the anchor was completed using the proper method, the distal anchor and inner plug came off from the anchor. The implanted anchor was removed. The procedure was completed without delay, but it is unknown if there was a back-up device. No further complications were reported.